Event description:
The manufacturer received information related to an alice nightone device. The allegation is xpod wire exposed. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was sent to a third-party service center for evaluation. During evaluation, the service technician confirms that the xpod wire is exposed and contamination was found inside the device. The device was repaired.